Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose displayed as "high". A specific bg value was not provided. Customer administered a manual injection of insulin to address the bg. Customer changed supplies to address the issue.